Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that the cgm displayed a reading of 152 mg/dl, and no fingerstick bg was performed at that time. A few minutes later, the patient reportedly lost consciousness for less than five minutes. Believing the cgm readings were inaccurate, the patient consumed coca-cola in an attempt to raise glucose levels. No medications were administered, and no assistance was provided during the event. Approximately 15 minutes later, the patient performed a fingerstick bg, which measured 144 mg/dl, while the cgm displayed 51 mg/dl, representing a significant discrepancy between the two values. No additional treatment was administered aside from drinking coca-cola. The patient did not contact emergency services, seek medical attention, or require hospitalization. The event was described as a suspected syncopal episode, with possible hypoglycemia or cgm inaccuracy considered. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.